Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the lead was revised due to rising thresholds and a change in sensing values. The impedance of the lead remained within normal range and was stable. The anomalies were observed in-clinic a week or so prior to the revision procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision for non-specific malfunction, when attempting to reposition the lead, helix would not re-deploy. Patient was asymptomatic and was in stable condition prior, during, and following the procedure.